Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the event was caused by a particular scope, and the scope was sent in for inspection and repair (refer to patient identifier (B)(6)). There was likely no malfunction with the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was producing a b30 scope communication error with multiple different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac provided several trouble-shooting options to resolve the issue. Tac went on to inform the customer if the issue persist following these trouble-shooting options, then she¿ll need to return the device either the imager or possibly the scope for repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.